Manufacturer narrative:
Submit date:08/25/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a catheter. The customer reports: the silicone catheters are responsible for glans erosion wounds in the patient.

Manufacturer narrative:
Correction change from malfunction to add serious injury.

Manufacturer narrative:
There were no physical samples or pictures submitted with this complaint report. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The product was manufactured on 06/06/2016. The exact root cause of the reported condition stated by the customer could not be determined due to no physical sample being received for evaluation. A formal investigation with a corrective and preventive action (CAPA) was opened. The procedure was updated to change the assembly specification. The lab was modified for the pull test specification for silver coating, latex, silicone and temperature sensing. A pull test was added as a quality release inspection for silver coating, silicone, latex and temperature sensing catheters. As part of the CAPA, there will be a replacement of the manual assembly to a semi-automated fixture. This complaint will be recorded for tracking and trending purposes.